Manufacturer narrative:
Additional information received from the physician clarified that the patient's heart was not closed and the patient remained on cardiopulmonary bypass prior to the 2nd implant. A thv valve removed due to malposition will not be considered reportable as there is no risk of embolization during cardiac standstill and therefore no serious injury since the patient is still on bypass. This event is no longer considered a serious injury/re-intervention. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during an open transcatheter native mitral valve replacement (tmvr) with a 29mm sapien 3 valve via sternotomy, the first valve was deployed. The physician then decided to reposition the valve more atrial. The first valve was removed and a second 29mm sapien 3 valve was implanted. The patient was stable post procedure. At the time of this report, it is unknown if the patient's heart was closed and reopened prior to second valve implant.